Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the 00mlx mlx 300w xenon lightsource keeps blowing fuses. There was no known injury or surgery delay.

Event description:
N/a

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The xenon light source was evaluated and the following problems were found; fuses blown, power supply outdated, bezel cracked, auto-off not working. Conclusion: evaluation identified an outdated power supply as well as blown fuses. The reported complaint was confirmed from the evaluation. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.